Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4). (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experience elevated blood glucose (bg) levels of 184 mg/dl, 222 mg/dl, 576 mg/dl and 586 mg/dl with additional symptoms of strong and fruity breath odor, rapid and deep breathing, abdominal pain, extreme drowsiness, extreme thirst, excess urination, nausea, symptoms of dehydration (dizzy, lightheaded), vomiting, difficulty waking up and an unspecified level of ketones associated with an alleged occlusion issue with the pump. It could not be determined whether or not the patient continued pump therapy and or if the patient received any treatment above and beyond the usual routine of diabetes care and management. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient was reportedly treated with insulin pen corrections. During troubleshooting with customer technical support (cts), it was revealed that there was an issue of persistent occlusion alarms with the pump that would not clear after multiple site changes resulting in the patient¿s elevated bg levels. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention because of an alleged occlusion issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: a review of the black box showed occlusion alarms occurred due to an unidentified high force. The pump passed all testing for delivery accuracy and force sensor accuracy. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.